Manufacturer narrative:
The device was not available for evaluation, and the lot number is unknown. The root cause is most likely a manufacturing error, however it could also be due to excessive force by the end user. This should be considered the final report. If any additional relevant information is identitied, it will be submitted in a supplemental report.

Event description:
Complainant alleges "blade broke".